Event description:
Medics responded to a call and found the pt (age & gender unk) pulseless and not breathing. CPR was initiated, non-zoll electrode pads wereattached to the device and were placed onto the pt; the device displayed a "check electrodes" message and would not discharge. The wires and connection of the electrodes were checked, and a second set of electrodes were placed onto the pt. The device again displayed a "check electrodes" message. Paramedics arrived upon the scene with a second defibrillator, CPR was halted. The paramedics did not attempt to treat the pt and pronounced the pt deceased.